Event description:
During troubleshooting for an unrelated alarm, during the initial drain, it was reported that the home patient (hp) noticed air in the patient line. The hp was instructed by the technical service representative (tsr) to start over with new supplies and to contact the registered nurse (rn) regarding this event. There was patient involvement, however no adverse event was associated with this report..

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore, the reported issue was not confirmed and the root cause could not be determined. If additional or relevant information becomes available, a supplemental report will be submitted.